Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) partial lead was returned in segments. Primary analysis revealed that the distal conductor was fractured. The defibrillation coil was found to be distorted and cut. There was blood/body fluid present on several conductors (not obstructed). There was a defibrillation conductor fracture (overstress) and there was blood/body fluid on the outer tubing overlay. The outer tubing was kinked/buckled, melted, and had apparent cosmetic environmental stress cracks. All insulators were breached cut and had apparent cosmetic depressions. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the right ventricular lead appeared to have insulation damage in the pace/sense connector and at the superior vena cava coil. The lead integrity alert in the defibrillator had tripped. The lead was removed and replaced. No patient complications were reported as a result of this event.